Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a damaged charge-coupled device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, no leaks were found, and the device had no image due to damaged charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, the evis exera ii bronchovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed, the device had no image (black). The initial reported issue is unknown at this time, additional information has been requested and if it becomes available, a supplemental report will be submitted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.